Event description:
It was reported that a new dexcom g7 sensor paired successfully with the dexcom app but failed to pair with the ilet, triggering a pairing failed alert; the user was instructed to toggle bluetooth, re-enter the pairing code, and allow time for reconnection, with guidance to replace the sensor through dexcom if a sensor failure alert occurs. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure between the cgm and the ilet, associated with the electrical and magnetic subsystem, including the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.